Event description:
Device malfunction: none. Symptoms/ae: death. Time of ae: one day after the procedure. It was reported that approximately 2-3 hours post a right internal/common carotid artery stenting procedure, the patient started to develop neurological changes including decreased mental status changes and weakened left hand grip. The patient was returned to the catheter lab for a repeat angiogram, which showed a patent stent. A CT showed a large acute hemorrhage in the right temporal/parietal lobes. The patient was diagnosed with hyperfusion syndrome. One day post procedure, the patient died. There was no additional information provided.

Manufacturer narrative:
Study report. There was no device malfunction reported. Neurological events, cerebral hemorrhage and death are known possible adverse events associated with the use of the device as stated in rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.